Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with the guidewire. The devices were removed together as one unit. The procedure was completed with a different device. No patient injury was reported.